Manufacturer narrative:
Analysis confirmed the customer comment that an error occurred and it was noted that the main printed circuit board was out of specification in an electrical manner. It was further noted that the hanger assembly and the output connector assembly were broken and that the display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator powered up to an error code. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Powered on to an error. Ran on the automated test console. Failed multiple tests and powered down at the cross pacing tests. Powered on with an external power supply and noted excessive current draw (160ma). Inspected the main board with a thermal camera and saw elevated temperatures at a capacitor. Measured the voltage at the capacitor. Replaced the capacitor and the current draw returned to the expected range (15-30ma). Ran on the automated test console. Passed all tests. Powered on the epg (external pulse generator) for 20 minutes and removed the batteries. The unit remained powered on for 3 minutes and 5 seconds. Reviewed the logs, multiple errors. Conclusion: confirmed customer complaint of error. Failure data stored in the out of service log. Failure caused by a faulty capacitor. If information is provided in the future, a supplemental report will be issued.